Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, they found a piece from the shaft that has chipped and fallen into abdomen. The tacks were not fired normally.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the shaft was bent. Tacks were visible in the shaft. Additionally, a metal component was received with the device in a plastic container. The handle was actuated and the remaining nine tacks deployed and seated properly in the test media. It was determined that the metal component provided not part of the device. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.